Event description:
It was reported that the camera head was not communicating with the system when plugged in. The procedure was completed with a similar device. No patient harm was reported.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted once the investigation has been completed and or additional information has been received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported issue was confirmed. The connection issue was determined to be due to a damage on the cable unit. A device history review was completed, and no issues were identified. The device was shipped in conformance with specifications service instrument history review was performed. The subject device was not sent in for repair with the same failure description in the last 12 months in accordance with the repair history. Instructions for use (IFU), it states: ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.